Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the temporal area and cheeks with 3 ml of juvéderm® voluma¿ with lidocaine and in the jw1, jw2, ck4, m1, m3, and c1 with juvéderm® volux¿. After few days, the patient started experiencing ¿swelling hardness, and discomfort¿ at the injection sites. The event began to get worse after the patient received their 3rd dose of the covid-19 vaccine 12 days post-injection. The patient began taking some ibuprofen and antihistamines over the counter for few days without any improvement. Two weeks later, the patient was assessed and ¿important hardness¿ on the jaw and chin area that was ¿quite painful¿ and ¿inflammatory nodules of possible immunological reaction¿ were assessed. The patient was treated with clarithromycin 500 mg tab bd for 2 weeks and prednisolone 40 mg for 5 days, 35 mg for 2 days, 30 mg for 2 days, 25 mg for 2 days, 15 mg for 2 days, 10 mg for 2 days 5 mg for 2 days. It was planned to review the patient in 1 week. However, the patient was assessed again 2 days later due to worsening of symptoms and the patient was treated with hyaluronidase 1500 i.u. In 10 ml saline in the jawline and chin area. The swelling and hardness were almost resolved after 3 days. Eleven days later, the patient reported feeling swelling on the temporal, cheek, jawline, and chin area. The patient also reported ¿flu-like symptoms,¿ deemed not related to the device but tested negative for covid-19. The patient was recommended to come in for consultation but cancelled due to ¿the hardness/lumps disappeared.¿ eight days later, the patent reported experienced ¿swelling, hardness and discomfort.¿ hyaluronidase was continued and the patient was prescribed fexofenadine 180 mg od for 10 days. Four days later, the patient reported ¿feeling sore and swelling¿ in the left cheek and chin area. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00134 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine (lot number: vb20b10323).